Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported on (B)(6) 2026 that patient customer reported that although the needle had successfully entered the skin during insertion, however, the cannula still remained outside the skin the issue was identified within three hours of insertion, since the cannula is designed to be inserted along with the needle, this indicates that the cannula was dislodged during use. Bleeding occurred at site. This event reported with two infusion sets.